Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted negative on (B)(6) 2020 when using the simplexa covid-19 direct assay, but positive when repeated on a competitor assay (qiastat). Run analysis of the simplexa assay results by the diasorin molecular field application scientist showed one sample ID (B)(4) was detected for both s gene and orf1ab with cts around 34. This is typically late for detection. Comparison to the qiastat results showed similar late detection by the competitor assay (CT = 36.2). It is known the competitor assay uses extraction of the sample while the simplexa assay does not and also detects different targets (rdrp, e gene) than the simplexa assay (s gene, orf1ab). Based on this information, it is likely the sample is near the limit of detection of the simplexa assay. The customer's device and suspected false negative sample was not provided for investigation. This is the 1st complaint on mol4150, lot# 8361n for suspected false negative results. Retains of the suspected device were tested on 11/5/2020 with 16 replicates of mol4160 positive control and both s gene (avg CT = 26.7) and orf1ag (avg CT = 27.3) were detected on all replicates. No false negatives occurred. No malfunctions occurred. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted negative on 10/21/20 when using the simplexa covid-19 direct assay, but positive when repeated on a competitor assay (qiastat). The same sample was repeated twice on the simplexa assay and resulted positive on (B)(6) 2020, and then negative on (B)(6) 2020. The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. Other than the patient sample ids, other patient information and sample collection method was not provided.